Event description:
On (B)(6) 2016, a percival valve pvs21 was implanted. On (B)(6) 2021, the patient was hospitalized for left cardiac decompensation with discovery of degeneration of the percival bioprosthesis. On (B)(6) 2021, the cardiac ultrasound showed degeneration of the perceval valve. A tavi was scheduled on (B)(6) 2021 to treat the patient. Based on additional information received, the preoperative echo (performed in (B)(6) 2016) showed presence of calcifications in the native aortic valve (mean gradient = 80mhg). The postoperative ultrasound showed preserved lvef, moderate lv hypertrophy (detected also pre-operatively) and a mean transaortic gradient of 17mmhg. The echo performed on (B)(6) 2021 before the reoperation confirmed the degeneration of the perceval valve prosthesis resulting in aortic stenosis (mean gradient 69mmhg) and moderate to medium regurgitation.

Manufacturer narrative:
Fields updated: a complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not explanted, no further investigation is possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this percival valve. However, little clinical history was provided for this patient, and this cannot be definitively stated. Ultimately, since no device investigation is possible, the root cause cannot be established at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the percival valve IFU. The event is, therefore, a known inherent risk of the device. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity.

Event description:
On (B)(6) 2016, a perceval valve pvs21 was implanted. On (B)(6) 2021, the patient was hospitalized for left cardiac decompensation with discovery of degeneration of the perceval bioprosthesis. On (B)(6) 2021, the cardiac ultrasound showed degeneration of the perceval valve. A tavi was scheduled on (B)(6) 2021 to treat the patient.